Event description:
It was reported that: "surgeon removed the above duracon implants and replaced with triathlon #3 universal baseplate and a 17mm by 100mm press fit stem. The surgeon proceeded to use # 3 16mm ps tibial insert. Sales rep explained to surgeon that the old duracon femur was not designed to articulate correctly with the triathlon insert. Surgeon did not want to remove the duracon femur and was satisfied with the combination of implants (new and old)." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted 16 years ago.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the patient and was not returned to the manufacturer. The catalog number and lot code for the reported device, x-rays and medical records were requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.